Event description:
It was reported that during a right total nephroureterectomy, the device was used on renal hilus. The device hooked the ivc (inferior vena cava), because the doctor had not noticed the event and the device kept being used. The ivc (inferior vena cava) was damaged with the tip of the electrode. As the amount of bleeding was 6,000ml, blood transfusion was required 6,000ml. The operation was converted to open surgery (incision size was about 30cm). After the ivc was clamped and continuous suture was performed to stop bleeding. The patient was taken to the ICU after the operation. The patient was recovering steadily and moved to general ward from ICU on (B)(6). The device was used for abrasion and suction. Additional information: the doctor checked the operation's dvd again after the operation. At first, the electrode tip of the device was not damaged. The tip of the device was bent and then the electrode tip was sticking out of the irrigation/suction hole in the sheath. The doctor was oblivious of this tip condition and the ivc damaged. Thus, the event occurred due to the doctor's technical error and there were no correlation.

Manufacturer narrative:
(B)(4). Information not available, device discarded. Should the information be provided later, a supplemental medwatch will be sent.